Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that one month ago, the patient suffered from an otitis media, and the ent surgeon performed a myringotomy and suctioned the fluid out of the ear. Since this surgery, the vibrant soundbridge thresholds were lowered by 10 db, subsequent programming changes have not resolved the problem. On a later date, the patient reported about crackling and snapping sounds, as well as experiencing pain in the ear, even with the processor off her head. At the ent appointment, it had been advised that the fluid was gone, but the patient continues to have pain and a plugged sensation, as well as decreased hearing. A vibrogram testing shows that the vibrogram thresholds were within 25 db of the measured bone conduction thresholds.